Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned for analysis. The photos provided were reviewed. Within the area of the iol that is visible there appears to be multiple diffuse refractile particles. It is difficult to determine the etiology of these particles. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Lens was implanted in 2011. Patient had no issues until 10 days previous to the report. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the iol was implanted approximately ten years ago and the patient experienced postoperative inflammation. Topical corticoid medication was used in higher doses and oral prednisone was prescribed three weeks postop. The patient also experienced cloudy vision and discomfort, but tolerable for now.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol) the patient was experiencing blurry vision. The surgeon reports seeing a posterior opacity that is yellowish in color. There is no reported patient impact. Additional information was requested.